Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - lead explanted (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Shock impedance on this lead has been rising over time. Hm transmitted warning of abrupt shock impedance greater than 150 ohms. Patient was seen in clinic on the same day and impedance was consistently between 134 and 136 ohms. No noise was observed, and all other parameters were normal. Physician suspects potential subclavian crush, but this is unconfirmed. The lead remains implanted with therapy turned off, but surgical intervention will take place in the future. Patient has been fitted with a life vest. No adverse patient events have been reported. Should additional information be received, this file will be updated.